Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 80 mg/dl and 245 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.